Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok button was unresponsive and the other buttons responded appropriately. The patient denied any damage to the keypad. The patient reportedly wore the pump on a belt clip and does not clean the pump. There is no reported adverse event with this complaint. This is reported based on the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok keypad button¿s unresponsiveness was not confirmed or duplicated. All of the keypad buttons were found to respond appropriately and were functional; the buttons had normal spring back and click. Evaluation revealed that there was evidence of contamination under all key contacts.